Event description:
It was reported that the pump alarmed for a low reservoir on the day of report. The reservoir contained 1.8cc, but the patient had not experienced any symptoms of withdrawal. At that time of report, the pump was being refilled and reprogrammed. Seven weeks later, it was reported that the event had been caused by a delay in the refill. There was no hospitalization required and no patient symptoms or injuries. The patient had been counseled to return for his next refill on the scheduled date. It was unclear which drug was used in the pump. At first, it was stated that the lioresal was used and later was stated that gablofen was used.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).